Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator diagnostic log history observed no vent inop occurrences. The service technician replaced the cpu pcb as a precaution based on the reported problem. Performance verification testing was completed and all testing passed per operating specifications.